Manufacturer narrative:
The other relevant components include: product ID: 8840, serial# unknown, product type: programmer, physician.

Event description:
Information was received from a consumer regarding a patient who was receiving morphine [10 mg/ml] at a rate of 1.382 mg/day and baclofen [400 mcg/ml] at a rate of 55.28 mcg/day via intrathecal drug delivery pump. The indication for use of the pump was non-malignant pain with multiple sclerosis. It was reported that the patient¿s pain was under control, but the healthcare provider (hcp) decided to add baclofen to the medication on (B)(6) 2016. Adding the baclofen caused adverse events four days later. The patient started having symptoms or narcotic withdrawal including a creepy-crawly feeling like there was something crawling on her, diarrhea, and all kinds of things that she had not experienced before. On (B)(6) 2016, the patient felt incapacitated from the pain and went to the hcp office. They recognized that the nurse practitioner had adjusted the patient¿s rate incorrectly and had to change the patient¿s settings. It was noted that the patient wasn¿t feeling better since the settings were adjusted. On (B)(6) 2016, the pump medication was increased and the hcp instructed the patient to start bolusing every thirty minutes over a two hour period starting on the following day; however, the patient cou ld not bolus due to communication issues. The morphine dose was increased to 1.65 mg/day and the baclofen dose was increased to 65.99 mcg/day. On (B)(6) 2016, the patient was put on a medrol pack and was told that the pack was intended to help rule out an exacerbation of multiple sclerosis or a pump issue. It was noted that they had ruled out an exacerbation of multiple sclerosis. The hcp wanted to update the patient on (B)(6) 2016. It was indicated that, before all of the changes, the patient¿s medication had started at 12.5 mg/ml and 1.301.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.